Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred. Reportedly, the user does not believe the alarm declared appropriately. There was no impact to the user's blood glucose level. The user successfully reloaded the cartridge and resumed insulin delivery.